Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. The date entered in section b-3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that every 4-5 times he performs a blood glucose test using his adc blood glucose meter he receives either an ER-3 or e-5 message on the display. Customer further reported that due to this he had gone through all of his reserve of test strips. Customer further reported that on an unspecified date at the end of september, while at work, he began to experience hypoglycemia and subsequently lost consciousness. Paramedics were called and customer was transported to a local healthcare facility. At the hospital, customer was diagnosed with hypoglycemia and treated with a "glucose injection". There was no report of death or permanent injury associated with this event.